Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 - component code is being corrected to "bulb 4750" and medical device problem code is being corrected to "no visual prompts/feedback 4021". A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that the lamp was not lit, and was instructed to perform lamp replacement and usage indicator reset as per the instructions for use. Based on the results of the investigation, the cause of the suggested event could not be specified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source lamp did not light. It is unspecified when the issue occurred. There were no reports of patient harm.